Event description:
It was reported that, while sterilizing equipment on an unknown date, device had an air leak, even with another new tube. There was no patient involved and no impact to user. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 phone number: (B)(6). G2 foreign: france. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.